Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular capture threshold rose from 2.5 v to 4.5 v to 4.75 v. A chest x-ray revealed that the lead had possibly moved slightly. The lead was successfully repositioned.